Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture baker and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, and granuloma. Explant is in the future.

Event description:
Patient reported left side intra and extracapsular rupture, capsular contracture baker grade unknown, progressive deformation of breast, inflammatory granuloma inflammatory state and unexplained fever. Device remains implanted.